Event description:
It was reported that pump displayed cartridge change error during cartridge loading despite cartridge o-ring being intact and no debris found in pneumatic tap area. There was no reported impact to the customer¿s blood glucose level. Customer followed guidance from support to inspect and clean pump, attempted to reload original and new cartridges without success, and ultimately received approval for pump replacement.